Event description:
Customer reported that she had received three no delivery alarms while attempting to deliver a bolus. The blood glucose reading was 79 mg/dl. Customer had treated with manual injection. She reported that the issue had been resolved. She removed the infusion set and stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.